Manufacturer narrative:
The asp evaluated the device on site and determined this was an ECG lead fault. The asp replaced the ECG lead wire resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the ECG lead wire. The reported problem was confirmed. The asp replaced the ECG lead wire resolving the reported issue. It has been concluded that no further action is required at this time.

Event description:
It was reported to philips that the device had an operation check failure. There was no patient involvement.